Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead demonstrated undersensing of atrial flutter. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but was not received.